Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a fluid leak from the modular cartridge (mc) sample probe transducer in the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that the leak occurred after replacing the sample probe due to an mc probe obstruction. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found that the clot/obstruction detector (odc) for the mc probe had a ruptured diaphragm. The fse replaced the odc assembly, then calibrated the odc, and tested the circuit. The fse also calibrated and ran qc on the system and all results passed within specifications. Repairs were verified per established procedures.